Event description:
The sales representative reported on behalf of the customer that the krr110, infinity retro-reamer, 11 mm ¿was used during a cadaver lab on (B)(6) 2025 with dr. Xxx and it was reported that the device sheared it's distal end off. No lot number can be found as packaging was discarded¿¿. Per further assessment it was reported that "the component fell into the surgical site, and yes, it was retrieved." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Update: device evaluation: the back end of the tip (non-cutting edge of the tip that is connected via two pins to the cannula/shaft) and one of the internal pins were bent. The other pin was not present in the sample and could not be assessed. One side of the fork portion of the cannula that is connected to the tip via the pins was broken. This type of damage indicates that the failure occurred during retrograde drilling. The cause of the failure might be due to excessive bending loads applied to the tip or if the tip is flipped against bone and not completely positioned in its retrograde position while drilling. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care in the use of the handpiece holding the reamer to minimize side or bending loads to the reamer which may cause reamer breakage and/or oversized tunnels. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the krr110, infinity retro-reamer, 11 mm ¿was used during a cadaver lab on (B)(6) 2025 with dr. Xxx and it was reported that the device sheared it's distal end off. No lot number can be found as packaging was discarded¿¿. Per further assessment it was reported that "the component fell into the surgical site, and yes, it was retrieved." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care in the use of the handpiece holding the reamer to minimize side or bending loads to the reamer which may cause reamer breakage and/or oversized tunnels. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the krr110, infinity retro-reamer, 11 mm ¿was used during a cadaver lab on (B)(6) 2025 with dr. Xxx and it was reported that the device sheared it's distal end off. No lot number can be found as packaging was discarded¿¿. Per further assessment it was reported that "the component fell into the surgical site, and yes, it was retrieved." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.